Manufacturer narrative:
The event occurred in (B)(6). Iu tested returned meter with retention pump sn (B)(4). Iu was able to pair meter with pump correctly. Iu was able to connect meter to pump using bluetooth communication. Iu was able to transfer data, change setting and limits in the meter to the pump. Iu observed the setting, limit and data transfer changes from the meter were in the pump. Iu able to turn bluetooth icon off and then on again. Iu observed the meter consistently powers on/off with power button and powers on with strip insertion. Meter was allowed to sit for over five minutes and meter powered on correctly and did not power on in setup mode. Meter did not require resetting or confirmation of the time/date. Meter does not power off prematurely. Iu observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. Value of 342 mg/dl produced, above hyper warning limit flag was produced. Iu did observe the bolus advice produced was 5.9u. Iu confirmed the amount on the meter and observed that a bolus reaction was sent to the retention pump. Pump and meter communication did not lose connection during testing. All testing gave acceptable results. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. The customer allegation of pump and meter don't communicate was not observed during the investigation of the returned product. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Event description:
Patient stated a very small black line appeared in the middle of the blood glucose monitoring device display. During preliminary evaluation on (B)(6) 2014, it was discovered that the line on the device could lead to misinterpretation. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.